Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after having fallen down and hitting the apex of the heart on a ladder. Lead noise was observed on the ventricular channel and upper out of range pacing lead impedance was also detected. Lead examination through an x-ray noted possible lead damage. Noise could not be reproduced with isometrics. The source of noise is unknown. The patient is hesitant to go through with the recommended lead replacement. The patient will receive downloads and be monitored. The patient did not report any adverse consequences.